Manufacturer narrative:
Correction to the initial MDR in block h6. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was having loss of stimulation due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6).

Event description:
It was reported that the patient was having loss of stimulation due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by the medical facility.